Event description:
After an implantation period of approximately 57 months, oversensing on the ventricular channel was reported.

Manufacturer narrative:
Upon receipt, the two leads under complaint were subjected to an extensive analysis. The performance of the devices was scrutinized, including a visual, electrical and mechanical inspection. The protego was found cut approximately 23cm and 39.5cm distal to the df4 connector pin. The visual inspection of the available fragments of the protego revealed abrasion marks along the lead body. Further inspection showed a squeezed and deformed lead body approximately 39cm distal to the df4 connector pin. In this region the insulation and the coating of the conductor cables to the shock coil and the ring electrode were damaged. These findings can be considered as the root cause of the reported oversensing. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. The deformations of the shock coil resulted most likely from tensile forces applied during the extraction procedure. The visual inspection of the solia showed several damages most likely resulting from the extraction procedure, such as cuts in the insulation, deformations of the lead body and a missing steroid collar. Further analysis of the solia did not reveal any irregularity that might have contributed to the reported clinical observation. The manufacturing process for these two devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis of the two leads did not reveal any sign of a material or manufacturing problem.